Event description:
It was reported the port was implanted in 2005. The patient had pain so the port was removed 3 months later. After removal, the catheter was found fractured and leaking. There was no reported patient complications.